Event description:
It was reported the colonovideoscope experienced black screen. This issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error e227, scope without image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: black screen, scope communication error occurs e227 and no image is due to corrosion on plug unit. Scope without image and no image is due to circuit board problem. The most probable cause of the event air water-cylinder (tube) has foreign objects, air water-tube has foreign objects could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.